Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Customer's blood glucose ranged from 300-400 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.